Event description:
It was observed in the device evaluation that the gastrointestinal videoscope exhibited foreign objects in the forceps channel. In addition, the distal end cover has a burn. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A definitive root cause cannot be determined. Based on the results of the investigation, a probable cause of the burn at the distal end is due to component failure. The likely cause for the foreign material to remain in the device and or the type of material could not be determined, olympus will continue to monitor field performance for this device. Should additional information become available, a supplemental report will be submitted.